Event description:
Since my implant was done in (B)(6) 2012, I have had numerous visits to the ER for unexplainable pains to my left side, lower back and abdomen. I have had a menstrual cycle in over a year but every time of the month I'm due for one my body goes through debilitating pain. I had my 3rd son on (B)(6) 2015 and my body has never been the same. Bloat to the point where it looks I'm (B)(6) pregnant, I get this random twitch under my right eye every so often that takes a few minutes to go away or stop. I now have cyst on each ovary. I bruise like crazy and have had them run test on my iron but results come back "fine" they say I have irritable bowel movement syndrome which I have never had issues like I do now, bloating and diarrhea. Lack of energy and the feeling of every muscle feeling completely sore and heavy in my body. The worst is my insomnia, I can't sleep at night and I get major headaches.